Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced low flow rate testing during preventative maintenance in biomed service. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Evaluation was unable to reproduce the reported symptom of under-infusion due to an error code 320 and constant load set screen. The functionality of the device with relation to the reported symptom cannot be determined. The device will be required to meet all calibration and testing specifications prior to release. Should additional relevant information become available, a supplemental report will be submitted.